Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site. In addition, the ipg would not charge and it produced some heat. It was also noted that the patient experienced inadequate pain relief and the stimulation faded during postural changes. Imaging was performed which confirmed the ipg was nearly perpendicular to the skin within the ipg pocket site. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The ipg remains implanted.

Manufacturer narrative:
Correction to initial emdr in blocks f10 and h6.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site and the implantable pulse generator (ipg) would not charge and produce some heat. It was also noted that the patient had inadequate pain relief and stimulation fades when changing positions. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Correction to initial emdr in blocks f10 and h6. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site. In addition, the ipg would not charge and it produced some heat. It was also noted that the patient experienced inadequate pain relief and the stimulation faded during postural changes. Imaging was performed which confirmed the ipg was nearly perpendicular to the skin within the ipg pocket site. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The ipg remains implanted.